Event description:
It was reported that the patient presented to the hospital after received a high voltage shock. Device interrogation revealed that the rv lead was oversensing atrial activity, resulting in inappropriate therapy. The lead was found to be dislodged. When lead repositioning was unsuccessful, the lead was explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.